Event description:
Caller indicated the relion micro meter was giving variable readings. The callers husband wasn't feeling well which prompted him to perform a blood test on his relion micro meter. Within moments of each other following all proper testing techniques he got results of 199 then 54 and then 58. They believe the 199 was inaccurate based on how he was feeling. He drank chocolate milk and then felt better. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.